Event description:
Info reported via maude event report: pt had umbilical hernia surgery in 2007. Ever since the surgery, pt reports they have had numerous health problems. Pt suffers from chronic abdominal pain and cramping constantly. Pt has experienced intense diarrhea and unstable bowel movements as well. Extreme weight loss and fluctuations, gerd and fevers. Pt recently developed a prostate infection and has suffered several intestinal infections too. Pt reports that he is in constant pain all the time. Can't work, sleep or interact with my family due to intense pain. Pt reports that it feels like the bard ventralex hernia mesh patch used on him ripped away and tore his abdomen to shreds. He can physically feel patch and associated pain around the patch area for almost two years now. Pain is so bad, pt states he has to get scheduled for another surgery to remove patch.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for eval or add'l info becomes available.